Event description:
It was reported the epg (external pulse generator) will shut down/go blank. This happened after the battery was replaced as well. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. It was noted that the upper case, high rate cover and lower case were broken.